Event description:
The pump was returned for mechanical hardware failure (av sticky valve). Internal investigation found rear cover o ring is also partially unseated. The fva was removed and fva pins and loading pins (upper/lower) were contaminated. The outlet pin was stuck and had excessive drag. An internal cleaning was performed. Mock infusion was performed without any error's. No other damage found.

Event description:
The following has been reported: biomed reported: "one of the valve pins is stuck pressed in." Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.